Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level of more than 490 mg/dl. The customer¿s blood glucose level was 260 mg/dl at the time of incident. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing as a symptom of high blood glucose level. The customer was treated with the lantis. The customer stated that they had scars all over the body due to intravenous. The customer reported that the insulin pump had an insulin flow block alarm which was resolved after troubleshooting. The insulin pump will not be returned for analysis.